Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net to the clinic on (b)9^) 2021 with episodes of non-sustained right ventricular oversensing (nsrvo) on the implantable cardioverter defibrillator (ICD). Review of the episodes found that the nsrvo episodes were caused by post paced t wave oversensing. Programming changes were performed on the device which resolved the issue. The patient was in stable condition.